Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
The manufacturer representative reported that the patient was in the hospital for an illness and had not charged in quite some time. The patient was unable to get any communication from the implantable neurostimulator (ins) when using the recharger or the programmer. The patient was shown how to conduct a physician mode recharge (pmr). This was successful and a power on reset (por) messaged occurred on the patient programmer. The manufacturer representative cleared the por message 0x8 appeared on the clinician programmer. The patient was reminded of how an overdischarge occurred and was instructed to keep the ins charged. The manufacturer representative noted that the patient was receiving good stimulation and was pleased. No surgical intervention was planned and none had occurred. Relationship of hospitalization for illness and therapy/device use was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that the patient's therapy was not the reason for the hospitalization, and that the patient did not feel up to recharging due to her illness.